Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the first firing, with a black reload, seam guard buttressing material, the doctor closed on tissue, waited fifteen seconds, attempted to use a pulsing technique on the firing trigger and the knife blade instantly moved to the distal end of the stapler. After five seconds, the knife blade returned. The doctor removed the stapler and the device successfully cut and stapled the tissue. A second like stapler was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5716x. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator could be stuck. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.